Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence and atrophy with an artificial urinary sphincter (aus). A surgical procedure was performed in which a second cuff was added distally to the original component. A sizing issue was suspected with the original cuff; however, there were no device malfunctions. The patient was expected to fully recover following the procedure.